Manufacturer narrative:
Visual examination of the returned navigator hd access sheath revealed the dilator and sheath were bent in the middle of each component. In addition, a foreign material was received which is visually consistent to the inner liner of the sheath. Since a review of history, the event description, and follow-up information did not provide enough information to determine a root cause. Therefore, the most probable root cause is "undeterminable".

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used during a stone extraction procedure performed in the ureter on (B)(6) 2016. According to the complainant, during the procedure, multiple small pieces of the sheath were chipped off and rolled up. Reportedly, the problem occurred when the sheath rubbed along the stone in the ureter. The pieces were removed and nothing was left inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used during a stone extraction procedure performed in the ureter on (B)(6) 2016. According to the complainant, during the procedure, multiple small pieces of the sheath were chipped off and rolled up. Reportedly, the problem occurred when the sheath rubbed along the stone in the ureter. The pieces were removed and nothing was left inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.